Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings:the top of the battery compartment was found to be cracked above the grip pad. The investigation was completed using the returned battery cap.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.